Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shock impedances on the patient's non-boston scientific right ventricular (rv) lead, measuring greater than 200 ohms. Boston scientific technical services (ts) recommended performing pocket manipulations and an x-ray. An x-ray was performed and the physician elected to continue to monitor the patient/system. This crt-d remains in service. No adverse patient effects were reported.